Event description:
It was reported to boston scientific corporation that an anterior repair surgery that was performed in 2007, the physician inadvertently hit the pt's ureter causing the inability to void. The pt was kept overnight for observation and a catheter was placed. Upon follow up examination, the following day, the physician noticed that the pt's abdomen had distended. Further intervention was required by the physician, by removing the graft and sutures completely and placing a stent in one of the ureters to assist with voiding, along with a placement of a nephrotomy tube to her kidney. No further info forthcoming.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report. The april 2007 15-month capio device complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.